Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on unknown date and mesh was implanted. The patient experienced undefined complications. No additional information was provided at this time.

Manufacturer narrative:
Date sent to the FDA: 10/29/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.